Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was inserted into the patient¿s right eye. Immediately after implanting, upon unfolding of the lens, the physician observed a pit on it. The iol was cut and removed. There were no complications, such as a capsular tear or the need for vitrectomy, and no sutures were required. The iol was replaced with the same model and diopter. The patient is doing well. No further information is available.

Manufacturer narrative:
Section a4, patient weight: unknown/not provided. Section a5, ethnicity: unknown/not provided. Section a6, race: unknown/not provided. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.